Manufacturer narrative:
(B)(4). Date of initial report : 06/22/2016. One used lf1737 was received for evaluation. Visual inspection found the black insulation on the shaft damaged. The customer reported that during procedure, the black part of the shaft cover where in contact with an applied trocar was found peeled off. The reported condition was confirmed. The investigation noted scratches along the length of the insulated shaft. The insulation was pushed back in one area and bare metal was visible. The damage is consistent with scraping the shaft against another instrument or the sharp edge of a trocar during insertion or removal of the device. The investigation identified the root cause of the reported event to be user mishandling. The IFU states: use the appropriately sized trocar to allow for easy insertion and extraction of the instrument.

Event description:
Customer states: during procedure, the black part of the shaft cover where in contact with an applied trocar was found peeled the customer reported that during a laparoscopic distal pancreatectomy, part of the shaft cover had been in contact with the trocar and was found to have peeled off. The missing part could not be located. Another device of the same type was opened and used to successfully complete the procedure. There was no patient injury.